Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. No lead characteristics were identified that would have caused or contributed to the reported dislodgement.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. It was reported that the helix could not be extended during the procedure resulting in dislodgement.